Event description:
It was reported that there was a thrombus present. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 30mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the pigtail catheter. Following the placement of the pigtail catheter in the laa a thrombus was noted. The physician aspirated the was and the pigtail catheter with the thrombus resolving after this. The procedure was continued, and the patient was given additional heparin. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no complications that were reported to have occurred as a result of this event.